Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 29. On (B)(6) 2025, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and hypersensitivity. No further patient complications were reported.